Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The customer's address is unknown:  (B)(6) USA has been used as a default.  Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no item number, sample, batch, or lot code was provided. No DHR could be preformed as no batch and lot number were provided.

Event description:
It was reported that a unspecified bd syringe was involved in a needle stick injury during a customers career. The time/date of the occurrence is unknown. No medical intervention was reported.